Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with elecsys ft3 iii, elecsys ft4 iii assay, and the elecsys tsh assay on a cobas 8000 e 801 module and a cobas e 411 immunoassay analyzer, cobas 8000 e 602 module, and second e 801 analyzer used for investigation. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The samples were initially tested on the reporter's e 801 analyzer on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation, where they were tested on an e 602 analyzer and a second e 801 analyzer on (B)(6) 2019. For investigation, the samples were also tested on an e411 analyzer on (B)(6) 2019. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer.